Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed as device evaluation has been completed.

Manufacturer narrative:
At this time, the lead has been returned but evaluation is not yet complete. This record will be updated upon completion of evaluation or if additional information becomes available.

Event description:
It was reported that this lead was attempted but not implanted due to noise, oversensing, high out of range pacing impedances, and failure to pace. The lead was withdrawn prior to pocket closure and no adverse patient effects were reported.